Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx trucor coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion waspre-dilated. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy or procedural related. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the device was returned to medtronic for evaluation. The stent had displaced proximally on the balloon and was not positioned on the balloon between the markerbands as per specifications. The proximal stent wraps were positioned over the proximal markerband. The stent was not positioned against the proximal pillow as per specification. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the mid-distal stent struts with struts stretched distally over the distal tip. Additional information - procedural image review: procedural image was returned for analysis. No attempt to deliver a stent that was subsequently removed without deployment can be seen. The calcified nature of the lesion can be seen from the images. Therefore, the users comment ¿the event was due to use of the device in difficult lesion morphology/anatomy or procedural related.¿ is most likely the reason for the issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.